Manufacturer narrative:
The device was returned as part of the asset return process and device evaluation found a gap in the adhesive area between the plastic cover and distal end. In addition to the reportable malfunction, the adhesive on the bending section cover had wear and the plastic cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus loaner evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap in the adhesive area between the plastic cover and distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to degradation of glue between the plastic cover and distal end of the device (c-body) that resulted from storage environment, chemical stress, and physical stress from device handling by the user. The event can be prevented by following the instructions for use (IFU) sections: operation manual: important information ¿ please read before use: warnings and cautions reprocessing manual: 3.1 compatibility summary reprocessing manual: chapter 8 storage and disposal olympus will continue to monitor field performance for this device.